Event description:
Per the physician, system diagnostics were not performed in multiple positions. The patient had experienced no trauma. The patient was not a known twiddler. The explanted devices were discarded. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a full system replacement due to low impedance. No additional relevant information has been received to date.